Event description:
Company representative reported anaphylactic shock associated with use of a powder-free nitrile glove. No additional information from follow-up inquiries. Kimberly-clark has not independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
Additional information was requested by the manufacturer, which has not been responded to. No product was returned for evaluation nor were lot numbers provided for additional investigation. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.